Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that while on a patient this unit started to alarm transducer fault. The patient was placed on an alternate ventilator and there was no patient harm.

Manufacturer narrative:
Device evaluation. Results of investigation: the carefusion field service representative confirmed the recurring transducer fault in the event log. He replaced the main board performed the user verification test and operational verification procedure and placed the unit back in service. The main board was returned to the carefusion failure analysis lab where the log was reviewed and a transducer fault was found. The main board was then powered on in operational mode but the reported problem was unable to be identified. Although the issue was not reproduced, this issue is being addressed through an internal investigation.